Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Additionally, opening and closing of the clip were made. It was also noted that the control wire in the handle was broken and eventually released the clip from the catheter. The procedure was completed with a different clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The control wire was detached from the spool at the handle section and was highly kinked. It was found that the spool was broken. Microscope examination was performed on the bushing, and there were little hits found, one bushing locking tabs was misaligned and the bushing tabs had different measurement. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that side a was out of specification while side b was within specification, confirming the deployment failure. No other issues with the device were noted. The reported event of clip failed to release from catheter was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Additionally, opening and closing of the clip were made. It was also noted that the control wire in the handle was broken and eventually released the clip from the catheter. The procedure was completed with a different clip device. There were no patient complications reported as a result of this event.